Event description:
It was reported that during an open gastric bypass procedure, the last firing of the device on stomach at the fourth stroke the device would not open. The device was not stuck on tissue. The tissue pulled away from the jaws as it was fired, the staple line was complete. There was a loud "pop" noise at the fourth stroke of the firing as well. The same device was used to complete the procedure. No adverse consequences reported. (B) (6).

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.